Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Visual/microscopic inspection: the sample was returned. The stylet was returned separate from the cannula. The tip of the cannula and stylet were examined under a microscope (10x). It was found that the tip of the cannula was bent inwards. It is unknown when and/or how the bend occurred, as it was not reported by the user. There were no anomalies noted on the stylet. Functional/performance evaluation: the needle was loaded into the driver and functionally tested in a chicken breast. The devices were tested 10 times on the 22mm setting, and 10 times on the 15mm settings, for a total of 20 tests. The devices fired and collected a sample each time with no issues. No gaps were observed on the sample notch. The needle was able to be removed from the chicken breast each time without issue. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the device was returned. The investigation is confirmed for bent, as the cannula tip was found to be bent. Additionally, the investigation is inconclusive for difficult to remove, as the device worked properly under laboratory conditions; however, the reported conditions of use could not be fully recreated (i.e., human tissue). Per the sample evaluation, it was noted that the tip of the cannula was bent. Although it is unknown when and/or the bent occurred, it is likely that the bent cannula tip contributed to the reported event. However, the definitive root cause is unknown. Labeling review: the current instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
A further clinical review of the event details was completed and a change in the MDR reportability was identified. No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a breast biopsy, the needle got stuck in the tisse when attempting to remove from the breast. A coaxial was not used during the procedure. Another needle was used to complete the procedure. There was no report of patient injury.